Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that a check vent: oxygen device failed occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.